Event description:
I'm writing, due to I own a omnipod pump now for a few months and have had nothing, but trouble with it! Such as my pdm blood machine already had to be replaced due to mechanical problems not reading blood sugars right and always having to reset it, going through batteries every 4 days and not delivering the right amount of insulin. It also leaves huge lumps wherever I put the pod, and even at times insulin leaks out of the pod and causes me to have high blood sugar over 600 due to not getting the right amount of insulin that it was programmed to give. And also with the pods at times, a alarm goes off out of nowhere and I have to take it off. And put another one on and waste all that new insulin and pod I just put on, I had just put in it and then I have to reset everything on the pdm again, and this has happened quite a bit, well a lot in fact. I also have had pods that were brand new out of the box that did not work or stop working after I primed it! And with all these problems I'm having with this pump, my diabetes have become out of control due to extreme high sugars! This pump is not doing what it is supposed to, and it is getting to the point where it is getting life threatening for me!! I strongly think this should be looked into, due to I haven't even owned the pump a year and I have had nothing but trouble with it from the start! This pump was supposed to make things easier for me and my diabetes, and it has done nothing but cause trouble, stress and life threatening problems for me. So I beg you please for all the others out there who have this pump. Please look into this, so they don't have to go through what I am. Please this pump is not good at all. Problem after problem after problem. Diagnosis: type 1 diabetes. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes. Diabetes doctor has to see and still have to every 2 weeks to do all the problems this pump has caused my diabetes!